Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the patient death. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. No issue was reported regarding the patient¿s treatment, or the liberty select cycler prior to the death. It was not confirmed if this patient was hospitalized at the time of death. The patient¿s health status is also unknown. Although maintenance dialysis prevents death from uremia, mortality among patients with end-stage kidney disease (eskd) remains high. Among patients with eskd, cardiovascular disease is the cause for approximately 50 percent of deaths. Additionally, there are a large number of risk factors that are unrelated to the dialysis procedure have been associated with decreased survival among patients on dialysis. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be exlcluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a clinical assistant that a patient was in treatment utilizing a cycler and passed away. The patient was utilizing the clinic¿s cycler at the time of death. No alarms were noted. No additional information was reported. The cycler was replaced as a precaution.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a clinical assistant that a patient was in treatment utilizing a cycler and passed away. The patient was utilizing the clinic¿s cycler at the time of death. No alarms were noted. No additional information was reported. The cycler was replaced as a precaution.